Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported via the manufacturer representative that they were overdischarged. The patient had unrelated surgery for a pinched nerve and did not use the device or keep it charged for 6-8 months. A physician mode reset was tried three times unsuccessfully and the physician planned to replace the battery but a date had not been made yet. The issue was not resolved at the time of the report. No patient symptoms reported.